Event description:
My doctor prescribed oasys contact lenses. I have been wearing lenses for 39 years. After about a week on the trial lenses, my eyes began itching, burning, having severe discharge which almost had them glued shut upon waking in the morning. Because the lenses were so comfortable for the first week, I didn't suspect they were the problem. Several days later, my vision became extremely blurry. I removed the contacts and let my eyes rest for several days. I became concerned, it might be the lenses and went on-line and found several blogs with many people having the exact same symptoms from the oasys lenses. It is really amazing how similar their stories are to mine. My eyes are still burning one week after stopping use of the contacts. I returned to the doctor and have been prescribed steroid drops for my eyes to try and heal the inflammation. Hopefully these drops will work, so I can get another contact prescription which won't inflame my eyes. Dates of use: one and one-half weeks: 2009. Diagnosis or reason for use: nearsighted. Event abated after use stopped or dose reduced: yes.